Manufacturer narrative:
Final device analysis was not complete, as of the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
The manufacturer representative reported, the patient arrived at the hospital with "withdrawal syndrome" (no symptoms reported). The catheter was thought to be occluded so it was removed. Fifteen days later, the same symptoms appeared. At that time, the drug was withdrawn and the pump was replaced. The drug used in the pump is morphine. The patient is reportedly, doing "well" following the procedure. Additional information has been requested, but was not available on the date of this report.